Manufacturer narrative:
Concomitant medical products: scs lead, model 3186 was implanted in (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) received a low battery indication on the ipg . At this time, no further intervention is planned.

Event description:
Additional investigation identified following a reprogramming session, the low battery flag on the patient's ipg did not reappear. As such, there is no further intervention planned at this time.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(4) 2017.